Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A follow up call was made and the customer reported that the insulin pump delivered two boluses or over bolused, but they were not sure. The customer stated that she had taken insulin and the battery died half way through, then she put it back in and when looked down it was showing 50 units of active insulin. The customer disconnected and treated with food and juice; her glucose level came back up. The customer also mentioned having issues with the sensor readings of 400 and her blood glucose was 100mg/d. No further information was provided.